Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient fell and the ins immediately shut off. The patient had stopped charging in (B)(6) following the fall until they met with a rep who performed a trick-charge and recovered the battery. The ins was now functioning normally and the issue was resolved. No patient complications were reported.